Event description:
Pump infusion set lot # 25013004 was infusing maint fluid and began alarming that there was an occlusion. Opened channel door and pump segment had bubble in it. Tubing replaced and new pump used. Internal rl# (B)(4).